Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the staples popped out when on first firing. There was an incomplete staple line proximally but fixed by oversewing. Another reload was used to complete the case.